Event description:
Worsening right knee pain [traumatic knee injury] [arthralgia]. No improvement [traumatic knee injury] [device ineffective]. Case description: spontaneous report was received on (B)(6) 2011 from a female pt of unknown age, initials (B)(6) with traumatic to the right knee. The pt's medical history is significant for allergy to pork. On an unspecified date in (B)(6) 2010, the pt initiated synvisc one (hylan g-f 20) 6 ml injection. On an unspecified date in (B)(6) 2010, she received another synvisc one 6 ml injection. On unspecified dates, two arthroscopic surgeries were performed and she received cortisone injections. On an unknown date, her right knee pain got worsened and there was no improvement. In response to the event of worsening of right knee pain, she underwent a carticel surgery on (B)(6) 2011. But she continued to have problems with pain and swelling. Her pain level was never below 10 on a scale of 1 - 10. On an unspecified date in (B)(6) 2011, a MRI (magnetic resonance imaging scan) was done and her treating physician believed that "surgery did not take". Action taken with synvisc one was not provided. The pt's outcome for the event of worsening of right knee pain was not recovered. Concomitant medications were not provided. The intensity for the event of worsening of right knee pain was not provided.

Manufacturer narrative:
Additional information was received on (B)(4) 2011 in form of qa results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.